Manufacturer narrative:
Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The eccentric, 75% stenosed target lesion was located in a moderately tortuous and severely calcified mid right coronary artery. A 10/3.50 flextome¿ cutting balloon¿ was used. The pressure of the first inflation was 4 atm. During the second inflation, the balloon ruptured at 6 atm for 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and patient's condition was good.